Manufacturer narrative:
Multiple patient involved. Implantation date unknown this report is for an unk cage/spacer: eit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: heider f., quantitative clinical and x-ray analysis of stand-alone eit cervical implants enriched with autologous bone marrow (germany). This aims to analyze the quantitative clinical and x-ray of stand-alone eit cervical implants enriched with autologous bone marrow. A total of 44 patients are enrolled in this study. Within this patient cohort of 44 patients: 29 patients are operated at 1 index-disc, 14 patients are operated at 2 index-discs and 1 patient is operated in 3 index-discs.40 (3 months) respective 39 (12 months) patients were available for follow-up. The following complications were reported as follows: the fusion rate with a set point of <4° resulted in a fusion rate of 93.2% only in the eit group after 3 months and 99.7% after 12 months. Lowering the threshold to<2° rotation lowered the fusion rate to 55.3% only in the eit group and 79.2% after 12 months. Subsidence of the eit implants: after 3 months is 1,13 mm in 40 patients and 1,24 mm after 12 months in 39 patients. This report is for an unknown depuy spine emerging implant technologies(eit). This is report 2 of 2 for (B)(4).